Event description:
Reporter alleged blood glucose waas 160 mg/dl before lunch however read lo at noon but had no symptoms were indicated. It was reported at 6 pm glucose was 344 mg/dl and went to the doctor where glucose measured 99 mg/dl 45 minutes later. No treatment was reportedly received. A reques was made for the return of the suspect device and replacement product was sent.